Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it caused no adverse impact to the customer's blood glucose level. Although the customer had not reported or reset the pump within the last 24 hours, they noted at least three occurrences of this same issue. Technical support (cts) decided to replace the faulty pump and confirmed the pump was still under warranty. They instructed the customer to switch to an alternative insulin delivery method, mdi, to ensure continuity of therapy. Cts confirmed the shipping address, provided instructions for putting the pump into storage mode, and guided the customer on returning the pump using a pre-paid label within 10 days. The customer understood and acknowledged these instructions.